Manufacturer narrative:
The hyperthermia pump involved in the incident has not been returned to belmont for investigation. The manufacturing and service records for this serial number were reviewed. This unit has been returned twice for issues related to the touch screen, once in october 2019 and once in july 2020. On both occasions, the unit was returned to belmont for investigation and we were unable to confirm the complaints after testing the unit and the touch screen multiple times over a 48-hour stress test. Fluid contamination can cause problems with the membrane switch/cpu board interface which can correct themselves once the fluid has dried, however without investigating the device a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. It was reported that the unit was turned off and restarted; there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the hyperthermia pump screen froze during a procedure.